Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the device quality and manufacturing history records have been checked for the lot number (52302729) and found to be according to the specification, valid at the time of production. To similar incidents have been filed with products from the batch. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It is assumed that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "it was reported by the healthcare professional to the company sales representative "on (B)(6) 2018 the patient received excision of lesion of basal ganglia and fixation of skull under general anesthesia. The resection was uneventful. After hemostasis and suture of meninges, the assistant surgeon commenced to fine-tune skull by utilizing 3 cranioplates and 6 titanium nails. During the procedure of the nail fractured. A component of the nail (about 2mm) remained inside skull and was not able to be abstracted. Chief surgeon used another nail and culminated fixation. The event prolonged surgery. The surgeon evaluated and concluded that the fractured nail would not cause negative result of skull fixation. The event was communicated to patient's family and the nail should remain. After surgery the patient was sent to recovery room. The tip could not be removed from the patient. It is reported that there is no harm to the patient. The surgery was prolonged, the amount of time is unknown.